Event description:
Plaintiff alleges having suffered physical injury and damage, including, but not limited to, severe and irrevesible type-1 latex allergy, from exposure to latex gloves which is believed to be permanent and life threatening. Further alleges experiencing physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.